Event description:
The customer reported that a few milliliters of fluid had been leaking from the diff fix pathway during the mini-prime cycle on the act 5diff cp instrument. The leak was not contained within the instrument. The customer also stated they were obtaining diff + flags when running patient samples. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse stated the leak is normal instrument operation when priming with pickup tubes out of their bottles. The customer was trained on catching the leak when using this mode of operation. The fse determined that the diff flags on patient samples were attributed to the diff fix reagent. The customer was sent a new act 5diff fix reagent (pn (B)(4)) and this resolved the flagging issues. (B)(4).